Event description:
It was reported that the implantable pulse generator (ipg) was taking longer to maintain charge. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively and the explanted device was not returned per hospital policy.